Event description:
Update dw 22-mar-2024: further information were provided that the initial hallux valgus osteotomy was performed on (B)(6) 2024. Further testing is required prior to the decision if an additional surgery will be performed.

Manufacturer narrative:
Additional information: b5, g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that a after a foot surgery with arthrex screws on (B)(6) 2023 an intolerance due to an immune reaction has occurred. No further information received.